Manufacturer narrative:
D2b: krd/hcg. Patient information (i.e. Weight, age, gender, medical history) was not provided. Conclusion: the coil was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the g2 complex extrasoft coil and the non-codman microcatheter could not be confirmed without product return for analysis. It is not possible to determine the root cause of the event; however, the microcatheter or procedural/handling factors may have contributed to the event. Since there was evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, there was resistance while advancing a g2 complex xtrasoft coil (641cx2505/ s10323) through the sl10 microcatheter, and the g2 coil appeared stretched. The coil had been tested outside of the body per IFU instructions and the introducer was advanced into the hub of the microcatheter. The coil was unlocked and advancement was initially smooth and successful. The coil then offered resistance to advancement. The coil was retracted completely into the introducer and removed from the rhv. The same coil was then re-inserted into the rhv and advanced, initially with success and no resistance, but then the coil again offered resistance. The coil was removed again from the microcatheter, retracted completely into the introducer and was discarded; however, it was noted that the coil was stretched. The microcatheter did not appear damaged. A continuous flush had been maintained through the microcatheter.